Manufacturer narrative:
Correction: it was originally reported that the hospital had disposed of the device; however, it was later discovered that the hospital had indeed kept the device for return. Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was bent approximately 5.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusion: evaluation of the returned device confirmed that the pusher assembly was bent. This type of damage typically occurs due to improper handling during removal from the packaging. If the ruby coil is manipulated forcefully during removal from the packaging hoop, damage such as this may occur. Functional analysis revealed the ruby coil was able to be inserted into and advanced through a demonstration microcatheter without issue. The ruby coil was, therefore, functional. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, the hospital staff noticed that the ruby coil pusher assembly was bent upon removal from its packaging. The damaged ruby coil was found prior to use and was not used in the procedure. The procedure continued using a new ruby coil.